Event description:
A customer reported that the usb port was damaged, resulting in difficulty charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance and follow-up from technical support, and was in the process of renewal with no further actions required.